Event description:
The customer's husband reported that the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 700 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer's husband stated that some of the boluses the customer performed were not recorded in the insulin pump's history files. Two test boluses were performed while the customer was disconnected from the insulin pump, and both boluses were recorded properly in the history files. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.